Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and high ketoacidosis on (B)(6) 2025 at the helios klinikum uelzen (hagenskamp 34, 29525 uelzen). The patient's blood glucose levels reached 18.7 mmol/l (336.6 mg/dl) while wearing the pod between 49 and 71 hours. Symptoms reported include vomiting, dehydration, and elevated ketone levels at 5.9 mmol/l (106.2 mg/dl). The patient was treated with intravenous saline and potassium solution, along with intravenous insulin therapy. The patient was released after 2 days, on (B)(6) 2025. A new pod was successfully activated and the patient resumed treatment.

Manufacturer narrative:
The device was received for evaluation. The exposed portion of the soft cannula was found to have a tear which caused leakage, as fluid was observed exiting the tear. The tear was confirmed to have caused an insulin delivery failure. No other damages or defects were found with the device that would result in the reported event.